Event description:
A pt reported blood glucose results of 315,218 and 482 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Customer service found out that some of the test strips that the pt had been using were peeled. The test strips that the pt had been using were not expired. Using peeled test strips can lead to false blood glucose readings. Customer service sent the pt replacement test strips. Based on the information provided, this case is being reported as a malfunction, due to peeled test strips.